Manufacturer narrative:
No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that the patient "went out for a pass turned around caught it was hit from behind and while going down was hit in the knee. The coaches took him back to the training room where they proceeded to take his brace off. Player re tore acl while wearing brace". [Sic] no further information is currently available.